Event description:
It has been reported to philips that the system is unable to store images as the image disk is full, preventing the generation of exposure. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and re-created the patient data base which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue was identified. The issue occurred when the device was turned on for the first time that day. The philip remote service engineer (rse) contacted the customer who claimed that the system always reported low storage space and that the system could only do fluoroscopy and not exposures as a result. The customer had attempted to delete the data of multiple patients, but this data was still in the system and the device continued to show an error message of "image disk free space low, image disk full." The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions identified that it was required to re-create the patient database. The fse re-created the database. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.